Event description:
Pt reported experiencing low blood glucose (value not provided), in 2005. They stated that, while going downstairs to get a beverage (to treat low blood glucose), they tripped and fractured their ankle. Pt contacted emergency medical services. While waiting for the ambulance to arrive, pt drank a soda. Shortly thereafter, they checked their blood glucose, which measured 150 mg/dl. While recovering (from ankle surgery), in the hosp, pt's blood glucose measured "hi". Pt was treated with an insulin drip.